Event description:
It was reported that the implantable pulse generator (ipg) battery longevity was rapidly declining with atrial therapies turned on. The ipg was reprogrammed with the atrial therapies turned off and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.